Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was damaged. The customer did not provide their blood glucose value at the time of the incident. The customer indicated their drive support cap was loose and sticking out from the side of the pump. The customer did not troubleshoot and did not send the product back for analysis.